Manufacturer narrative:
The subject scope was returned to the service center to evaluate the reported "potential piece of contaminant picked up by forceps found during a biopsy". A visual inspection was performed on the received condition of the scope and there were no foreign objects in the instrument or suction channel. However, the distal end opening of the instrument channel was found to have multiple scrape marks that proceed into the channel up until the 20cm marking on the insertion tube. Additionally, a large scrape mark was located along the instrument channel wall in proximity to the proximal end side of the instrument channel. The suction channel was free of damage and or stains. The scrape marks inside the instrument channel can be attributed to user handling. Externally, the bending section cover glue was noted to be discolored with pinholes and peeling on both ends; smaller missing pieces of glue, caused by the peeling, were missing and not returned for evaluation. The likely cause of the damaged bending section cover glue can be attributed to wear. The scope passed the leak test. The scope was returned to the user facility unrepaired as the scope was discontinued from service on (B)(6) 2017. A review of the service history of the scope indicated the scope was purchased on (B)(6) 2007 with no repair records which is indicative of insufficient maintenance. An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The "potential piece of contaminant" and the cause of the user facility to "retrieved from the patient during a biopsy" could not be determined. However, if additional information becomes available, this report will be supplemented accordingly. The instruction manual provides warning which states, before each case, to prepare and inspect this instrument; when inspecting the instrument channel the IFU states, insert an endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end (make sure that no foreign objects come out of the distal end). Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during procedure, the user facility reported they had a "potential piece of contaminant" retrieved from the patient during a biopsy. There was no serious injury or death reported.

Manufacturer narrative:
The nurse manager at the user facility further reported the intended procedure was a diagnostic upper endoscopy extending into the small bowel. The intended procedure was completed using the same scope. The foreign potential piece of contaminant was detected when taking the first biopsy of the case. The reported foreign potential piece of contaminant was identified as tissue which did not fall into the patient. The foreign potential piece of contaminant was tested and resulted as tissue from patient #2 and not a contaminate. There was no patient infection reported. The patient was not tested. The scope was not cultured. The patient did not require any treatment or longer stay. There was no missing components or parts observed from the scope. There was no accessory or endotherapy device inserted inside biopsy prior to the procedure to inspect he instrument channel. Regarding the reprocessing of the device, pre-cleaning was performed immediately after a procedure according to olympus guidelines using intercept detergent and rapicide pa. The scope was high level disinfected utilizing the aer, medivators advantage plus, which has had no issues and the last preventative maintenance in june 2019. The endoscope channel was brushed during manual cleaning using model bw-9y. The endoscope is leak tested prior to manual cleaning with a medivators veriscan lt. The last reprocessing in-service conducted on september 12, 2019. There has been no changes in the facility¿s reprocessing personnel since the last on-site visit. All reprocessing personnel have been trained on how to properly reprocess an endoscope. The endoscope are hung vertically in a scope closet.